Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort from the ipg. The patient underwent an explant procedure of the ipg. No device malfunction was suspected.